Event description:
The service report shows the customer reported that the 840 ventilator had an erratic display and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), the inspiratory pcb and the gui latch. The customer did not state if the malfunction occurred during patient use. Covidien was only authorized to upload the current software revision. The ventilator passed all testing.

Manufacturer narrative:
Covidien reference # (B)(4).